Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported by customer they are randomly experiencing leaking at the stylet stopper. No other information was provided. A specific number of occurrences was not provided by the customer.

Event description:
It was reported by customer they are randomly experiencing leaking at the stylet stopper. No other information was provided. A specific number of occurrences was not provided by the customer. Additional information was provided: it was reported by the customer "the patient was not impacted. I did not inject the air that accumulated in the syringe and on this one the spray was not strong enough to hit my eyes."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.